Event description:
Adverse event(s): no pt impact was reported (no consequences or impact to pt). Product problem(s): "system message came up" (device displays error message). The nurse reported receiving a system message during a procedure. The system was rebooted and the case was completed. No pt harm was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The solenoid spacers were replaced and the software was updated. The system was then tested and met all product specifications. A review of complaints and service requests indicated no add'l related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B) (4). (B) (4).